Event description:
It was reported that the patient had a blockage in the small intestine. The blockage was reportedly not related to the implantable neurostimulator (ins). The patient was in a nursing home and the managing physician would not come to the nursing home to treat the patient. Additional information received reported that the cause of the event was a small bowel obstruction. The obstruction was confirmed via x-ray on (B)(6) 2013. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).